Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Alarm occurred a couple days back and was able to use until this morning. The first time the alarm occurred customer had just gotten out of the shower and was about to turn the device on, then it occurred today while she was in cheer practice. Customer's blood glucose was unknown. Customer stated the device gets with from the seat. Customer's mother stated the device is kept in the pouch in her bra. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage was found on the electronics and motor noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.